Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that shortly after initial implant, the right ventricular lead exhibited no capture at high outputs and had decreased r wave magnitudes. On (B)(6) 2018, the patient presented for lead revision and the lead was revised. The lead continued to exhibit a decrease in r wave magnitude. Fluoroscopy confirmed that there was no lead movement. On (B)(6) 2018, the lead was explanted and replaced. Patient was asymptomatic and stable before, during, and after the procedure.